Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) sensed noise on the right atrial (ra), right ventricular (rv) and shock lead channels. Technical services (ts) was contacted, and ts recommended bringing the patient in for testing to see if the noise could be reproduced. The crt-d system remains in service. No adverse patient effects were reported.